Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. After all release criteria was met the closure device was released from the core wire. Immediately, upon release the closure device embolized out of the laa, but remained near the ostium of the appendage. The physician then successfully snared and removed the closure device from the patient. The patient did not experience any complications or consequences as a result of this event. The procedure was completed successfully with another closure device.